Event description:
A report was received that the patient was experiencing stimulation in non-target areas and high impedances were discovered on several contacts. The physician explanted the patient as both leads were fractured. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, (B)(4), model description:linear st lead with preloaded enhanced stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.